Event description:
It was reported that this patient experienced pain around the pocket of this cardiac resynchronization therapy defibrillator (crt-d). The patient claimed that the device was placed in a superficial and cranial position. The physician elected to explant this device and revise the pocket to a new position. A new crt-d was successfully placed. No additional adverse patient effects were reported. This product is not expected to be returned to boston scientific for further investigation. Additional information has been requested to the field.